Event description:
It was reported that a patient presented in-clinic for an implant procedure of a new implantable cardiac monitor (icm). After the implant procedure, interrogation of the icm revealed noise, diminished r-wave sensing, and marker anomaly. The physician performed programming changes but these were unable to resolve the issue. The physician suspected that the position of the implanted icm was the cause of the malfunctions. No additional intervention was performed and the patient would be reevaluated again in the future. The patient was stable throughout.

Event description:
It was reported that a patient presented in-clinic for an implant procedure of a new implantable cardiac monitor (icm). After the implant procedure, interrogation of the icm revealed noise, diminished r-wave sensing, and marker anomaly. The physician performed programming changes but these were unable to resolve the issue. The physician suspected that the position of the implanted icm was the cause of the malfunctions. No additional intervention was performed and the patient would be reevaluated again in the future. The patient was stable throughout.